Event description:
It was reported that the device gave the error message "cassette not locked¿. Even though the cassette was locked, the pump continued to give the error message. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
G4: 510k updated. One device was returned for analysis. Visual inspection showed the device was used and in fair condition. Review of the event history log (ehl) showed no cassette errors and cassette attach not recognized. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the latch lock assembly and latch flex sensor were replaced as preventative measures. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.